Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-aug-2025: the reported complaint of "evident metallic wires leak" is related to metallic wires coming out from the wrist of the maryland bipolar forceps instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.